Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, the placement signal was not consistent and was observed to read approximately 10 to 20 mmhg different from the patient¿s arterial line. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported event. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
Updated information: d4 catalog number updated. D9 device return date added. G1 MFR site name, danvers, removed.

Manufacturer narrative:
D9 is device returned to manufacturer? And date device returned to manufacturer added. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was returned for investigation. Based on the findings with optical sensor calibration in the field and reproduced discrepancies in ps readings versus ambient pressure during testing, it was determined that there was a calibration issue that is likely related to the reported placement signal issue. However, due to insufficient details from clinical, the cause of the calibration issue could not be determined.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Updated d4 primary UDI number. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Based on the findings with optical sensor calibration in the field and reproduced discrepancies in ps readings versus ambient pressure during testing, it was determined that there was a calibration issue that is likely related to the reported placement signal issue. However, due to insufficient details from clinical, the cause of the calibration issue could not be determined.